Manufacturer narrative:
The suspect vac pac device was returned to natus and evaluated. A visual inspection confirmed a 7 mm by 4 mm scratch on the left side near the point. A replacement valve cap was also observed, and no beads were found to be leaking. Suction was applied to this vac pac with the valve cap on, and the product softened after 24 hours. The vac pac was then suctioned firm and flat while capped again, and the vac pac lost suction within 20 minutes. The vac pac was then inflated with air, and air escaped from the inner valve. The suspected cause of the vac pac leak is a worn out inner valve from repeated use. The customer was provided information for storage, repair, testing and replacement, and the customer opted to replace their vac pac. Users are instructed to check the vac pac device before and after each use and not to use the device if there is known damage or a leak. Users are also instructed to replace units older than two years that are used several times a week.

Event description:
The customer initially contacted natus medical to report that a patient incident occurred with a vac pac, but the customer was unable to determine which vac pac was involved with the incident. This report concerns a vac pac lot 50. No death, serious injury or patient harm has been reported. No environmental or safety concerns have also been reported. The customer reported a slight delay in treatment described below. The customer reported that the vac pac deflated during a surgical procedure, in which the patient was placed in the lateral position (right side up). Surgical staff then stopped the procedure so that the circulating nurse could check the patient's position and reinflate the vac pac. While checking the vac pac, the circulating nurse noticed that the valve had been closed. No other openings could be found on the vac pac. The circulating nurse then opened the valve and connected the bag to wall suction. Surgical staff was reported to have been holding the patient in position during this time. Lastly, the customer reported that surgery continued after no noticeable patient injury was found.